Event description:
Procedure: thoracotomy. Reportedly, the instrument was fired and the handle locked in the "fired" position. The surgeon then transected the tissue, and it was then noticed that only partial staples fired. There was "excessive bleeding" reported; however, a transfusion was not necessary. How the situation was mitigated is not known. Currently the pt is fine.